Manufacturer narrative:
Concomitant medical products: product ID: 4047 lead, implanted: (B)(6) 2010.

Event description:
It was reported that there was a confirmed fracture of the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.